Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on (B)(6) 2015.

Event description:
On (B)(6) 2015, a customer reported an unexpected erroneous abo typing outcome when testing on a galileo echo.